Event description:
Lv lead noise was confirmed during regular follow up. Lv lead impedance showed irregular data from 500-3000 ohms. When the patient body was moved, there was noise observed only to the lv iegm. Lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 30 cm distal to the is4 connector pin a kin in the leads body was noted, in addition, 33 to 35 cm distal to the is4 connector pin a conductor fracture was noted. This damage is assumed to be the root cause of the reported clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of entrapment due to the sub-clavian rib and/or a sharp bend immediately proximal to the ligature. 17 cm distal to the is4 connector pin the insulation was noted squeezed. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Cuts into the insulation were noted in the proximal lead area, it was noted that blood penetrated the leads body in this area. These damages most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.